Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture/corrosion visible inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/09/2015 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the battery compartment from the threads to the case seal. A leak test was performed and a battery compartment leak was found. The pump was powered on and revealed a blank screen. Further testing was not able to be performed due to the blank screen issue. The pump case was opened and evidence of moisture was found on the transceiver printed circuit board (pcb), support bracket, main pcb, and display connector and flex.